Event description:
Boston scientific crm received information that two days post implant, the right ventricular (rv) lead exhibited intermittent pacing and the impedance measurements had doubled since implant. A revision procedure was scheduled and the lead was successfully repostioned. The rv lead remains implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated.